Event description:
As reported by the hospital, while utilizing a navilyst medical angiographic convenience kit, the blood pressure transducer/manifold was developing micro bubbles at the location of the first two valves closest to the transducer during aspiration. The micro bubbles only formed in the front 1/3rd of the manifold (the distal end). The tech and physician had to exert considerable effort to clear out the micro bubbles to use the manifold. The case was completed successfully after the bubbles were cleared and the case had no adverse events. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product families of convenience kits and perceptor manifolds and the failure mode of "air bubbles." No adverse trends were identified. Returned for evaluation was one used manifold with attached 10" contrast injection line, and one unopened convenience kit. When both the used and unused manifolds were tested with pressurized air per navilyst medical procedures, no leakage occurred. All fittings on the devices were measured and found to be within dimensional specification. Simulated use testing was then performed on both manifolds using "cool/chilled" saline, room temperature saline, and warm water mixed with chilled saline. During the testing, multiple saline aspirations and injections were performed with no air bubble formation being observed in the manifold lumens. The used contrast injection line and the used and unused manifolds that were returned for evaluation were found visually and functionally acceptable per navilyst medical's procedures. The end user's complaint is unconfirmed and the root cause is inconclusive. A potential root cause for the reported air bubbles may be due to loose connections between the manifold and the devices being attached to it. Navilyst medical process controls on the perceptor/compensator manifolds include air leak testing and visual inspection for damage or defects. (B)(4).